Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and completed the failure analysis. The instrument was analyzed, and failure analysis could not confirm nor replicate the reported issue. Failure analysis found no damage with the returned instrument. The instrument was placed and driven on an in-house system showing 12 uses remaining. The instrument passed the recognition, and engagement test. The instrument moved intuitively with full range of motion in all directions. Grips open and close properly. There was no physical damage on conductor wires or cables. There was no problem detected. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument was found to have a damaged conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to the last use, and no damage was found. The customer indicated that arcing was not observed during previous use and there was no loss of cautery associated with damaged cable. When inspecting the instrument for the procedure date, the customer found part of the conductor wire was burnt and there were signs of thermal damage. The wire was not exposed.